Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient's right hip was revised due to poly wear and shell loosening. A series ii osteonics shell, osteonics liner, and 28 +0 morse taper head were revised to a trident ii shell with 6 screws, x3 poly liner, uhr bipolar component, and 28 +5 morse taper head (rep explained that the surgeon used the liner and bipolar component as a type of larger-sized modular dual mobility liner). Rep confirmed there are no allegations against the liner, provided the revision usage sheet, and confirmed that no further information will be available.